Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a transpac® it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves. The customer reported that the pressure offset with transducer open to air. Additional information was received stating that the complaint/event lead to inaccurate monitoring results as line was open to air when safeset became detached and that there was a breach in fluid path. The safeset detached from its tap and the saline then leaked from this point under patient pressure. The fault was spotted by nursing staff before patients blood reached the safeset tap. The customer also stated that as the anaesthetic team was about to transfer the patient into the theatre from the anaesthetic room, the central venous pressure (cvp) trace was lost; it said 'cvp transducer failure' and after trouble shooting the customer found it was the whole central line set. This had to be replaced as quick as possible to have accurate monitoring of the patient before the customer could transfer patient into theatre for the procedure. This caused a delay and put the patient at risk with no accurate monitoring/ no monitoring values available. There was no harm reported as a consequence of this event.

Manufacturer narrative:
Received: two used. List #011-46108-02, transpac¿ it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves; lot #12734043. Unknown solution residuals in received two (2) used with list #011-46108-02the reported complaint of transducer open to air was confirmed based on the images provided but not confirmed on the returned sets (sample-1 and sample-2). Sample-1: no visual anomalies were observed. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. Sample-2: no visual anomalies were observed. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.